Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred while the pump was in room temperature. The temperature alarms occurred both when the pump was charging and when it was not charging. Blood glucose level was 146 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and had alternate insulin therapy available.